Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2020, by a healthcare professional that an erosion of the cornea was experienced by a consumer after putting on the contact lens. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. A trend investigation conducted for the reported lens brand revealed no adverse trends; therefore, no further activities are required. The manufacturer internal reference number is: (B)(4).